Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they saw their managing healthcare provider on the day prior to the report, because things were going exactly correct. It was indicated that the hcp changed the program from 2 to 3, and it was not working for the patient. The patient could not go another night and could not sleep because it was bothering them in the bladder area. The patient stated that it was over stimulating the whole thing, their bladder was quivering, and it did not feel like the normal stimulation, it felt like little worms. It was noted that the patient had pain during their trial and were sore enough that they were in pain again. They weren't feeling anything anymore. Once in a while they felt the pulsation, but not very often. It was further reported that they could not sleep the night prior to the report because they kept feeling that they had to go to the bathroom. They knew that they didn't have to go to the bathroom, but it was jumping. It was noted that they were very tired and cranky on the day of report. The patient decreased the amplitude from 3.80 to 0.75v, but this did not resolve the uncomfortable stimulation. It was reported that their urinary/bowel symptoms returned since about (B)(6) 2016, and was beginning to feel like it wasn't working. The bowels were doing nothing on the day of the report, but were fine the day prior. For several days, they were had not been able to hold water. This was why they saw their healthcare provider and changed to program 3. It was confirmed that the patient was able to change back to program 2. They still had some residual pain, which they thought was due to overstimulation on program 3. However, they did feel better and would give it some time. If they continued to have pain, they were going to try turning the stimulation off. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
A follow-up letter from the patient indicated that the pain started with a bladder infection. The patient stated that changing programs back to the original program helped to resolve the pain. It is unknown at the time of this report if the patient's symptoms have resolved completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.